Event description:
Customer reports rash on the face. The customer consulted with the md and was prescribed topical steroids and oral steroids.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.